Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to charging difficulties, the replacement went as planned. The device will not return due to hospital policy. The patient status post operatively was very good. Electrocautery was used.